Event description:
It was reported that the patient was preparing the medication for treatment for cassette and extension set change (every 48 hours). Cassette's fault observed. The pump alarmed with no error message. The user tried to use another pump, but issue was not resolved. Issue resolved after cassette's change. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator is patient/consumer no product information has ben provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: it was observed that the sample was received without blue clip and the white cap, no damage, kinks or other defects were found. Accuracy test results: the sample could be connected without problem to the pump and passed the delivery accuracy test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: h4: correction: device manufacturing date: (B)(6) 2022.